Manufacturer narrative:
The device was returned for investigation. There was no evidence of the reported problem in the event logs, but the logs did note no disposable, high pressure, pump turned off, power down, and pump turned on messages. A visual inspection and functional test were performed. The reported failure was not replicated. Fluid ingression was identified found on pump by the chassis base of the downstream occlusion sensor which is customer induced. The root cause of the event cannot be established. The downstream occlusion sensor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device double beeps with no cassette while testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problems or issues were identified during this device history review. A product sample was received for evaluation. Performed functional check and visually inspected the pump. During functional testing, unable to repeat customer's reported problem. However, no disposable, high pressure, pump turned off, power down and pump turned on alarm messages were found in the pump's event history logs. Fluid ingression found on pump by the chassis base of the downstream occlusion sensor that caused the issue. The root cause of the reported issue was found to be fluid ingression caused by the customer. Downstream sensor was replaced.